Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had been stuck in the prime, rewind loop. Customer reported that when the fill tubing was pressed, insulin pump would go back to rewind. Customer's blood glucose was 470 mg/dl. Customer declined troubleshooting and opted to speak with her medtronic representative instead.